Manufacturer narrative:
(B)(4). The customer reported that the device failed to recognize the battery. There was no report of pt involvement. A philips fse evaluated the unit and verified the failure. Replacement of the battery pca resolved the failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that the device failed to recognize the battery. There was no report of pt involvement.